Event description:
It was reported that the rate was too high. There was unknown patient involvement reported.

Manufacturer narrative:
H3: one device was returned for evaluation. Service history identified the complaint was not related to a previous service of the device within the review period. The device was in good condition with no physical damage found on the pump. The pump's flowrate was tested and was found to deliver out of specification. The reported problem was confirmed. The expulsor and main board were replaced.